Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient woke up, checked their blood glucose (bg) and ate breakfast. The reporter stated that the patient went in to the bedroom and they fell. The patient was unable to get up and mumbling. The emergency medical services were called and the patient¿s bg was taken and it was over 500mg/dl and it was 140mg/dl the night before. The patient was also having cardiac arrhythmias. At the hospital, the patient¿s bg was up to 1040mg/dl. It was reported that sometime in here the patient had a seizure and went into renal failure. The reporter stated that the patient continued to have arrhythmias and all of this was considered to be due to the pump failure. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.